Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time intermittently became incorrect by a few minutes, cause was unknown. Customer's blood glucose was 120 mg/dl. Customer reverted to an alternate method for insulin therapy.